Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge. Supplemental testing revealed there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable, thus flashing red on the battery charger. This observation was most likely related to the reported ¿red light¿. A reset of both integrated circuits was able to remove the flags and resulted in the battery regaining functionality. Additionally, a review of internal logs revealed that the life time maximum temperature was higher than the temperature threshold. This could have resulted in the battery indicating solid red on the battery charger and it also explains the reported event of wrong temperature. As a result, the reported events were confirmed. The most likely root cause of the reported battery not charging may be attributed to a communication error between the gas gauge integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. A possible root cause of the reported over temperature condition can be attributed to a defective battery charger, which might be stressing the cells inside the batteries to charger to higher voltages. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery red light came on when attached to the battery charger. It was also reported wrong temperature, but the battery had room temperature. No patient complications have been reported as a result of this event.